Event description:
During a posterior lumbar fusion at l4-s1, the tip of the holding sleeve broke off when the screwdriver was being loaded onto a screw on the back table. The broken piece was retrieved. The surgeon used another screwdriver to complete the procedure with no adverse effect to the patient. This is one of one reports for this event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The visual inspection of the device during the manufacturing evaluation revealed the device was received with the thread broken at the minor diameter on half of the first thread. Most of the threads were damaged. The shaft had axial scratches, and the green anodize was missing from most of the knob edges. The product evaluation determined the device was damaged at approximately the first thread. The sleeve was most likely cross threaded during loading which could have caused the threads to strip and break. The complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.